Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: g4. Premarket identification k013227. Device history record (DHR) review and sterilization record could not be performed, as the subject lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. A complaint history review could not be performed without lot information. However, a year-long complaint history review by item number (tsvb11) was performed for similar events using keyword peri-implantitis and no complaint about nonconforming products was identified.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformance affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reported the implant in tooth location #12 has been removed due to peri-implantitis.